Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 06/20/2016. Evaluation of the incident device confirmed the cord was sliced and the insulated wires inside the cord were visible. The cord passed hipot testing indicating no electrical leakage. The damage to the cord was caused when the cord caught on a sharp edge the rod coupling machine. This is a manufacturing related failure. No trend has been identified for this failure mode. Review of the manufacturing non-conformance records did not identify any pertinent entries. The instructions for use warn device users should inspect the instrument and cord for breaks, cracks, nicks or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 06/01/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the covidien handpiece in a basic general pack had a cut in the cord insulation leaving wires exposed. No patient injury was reported.